Manufacturer narrative:
A ge representative evaluated the system and replaced the generator/camera/monoblock power cable. System operates as intended.

Event description:
Customer reported the system shut down during a procedure. No patient injury was reported.